Manufacturer narrative:
Reliability analysis evaluated 2 used reservoirs and performed a visual inspection and found the transfer guards needle bent at 90 degree angle. The reservoir was unable to perform pre-fill test due to said condition. The reservoir was unable to confirm if customer received transfer guard needles bent, due to product being used. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a faulty reservoir. The customer's blood glucose reading was almost 600 mg/dl. The customer stated that while changing out the new set, the cannula was bent. The customer stated that she treated the high blood glucose readings before the call. The customer will be sent replacement reservoir sets.